Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the caregivers reported bg (blood glucose) of 360 mg/dl after a meal. The ilet bionic pancreas showed no alerts. The caregivers inspected the site and the cannula was not kinked, no leakage was noted, and replaced all supplies as instructed. They were reminded to contact a healthcare provider for medical advice. No hospitalization or adverse outcome occurred.